Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting high pacing threshold. The ra lead was observed to be discolored and degraded upon pocket opening. This lead became lodged upon extraction and the lead tip remained in the patient. The avulsed lead tip was not retrieved. The rest of the lead was removed and a new ra lead was successfully implanted. The patient will be monitored. This lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.